Event description:
Additional information was received from the patient. They reported that the cause to the leaking after the fall was undetermined. Trauma was involved. The patient reset the level of the machine from 2.5 to 5.4. Very helpful. Just spoke with a manufacturer representative, was supportive and comforting. The issue is not yet resolved. The patient requires a battery replacement. The age of the current battery is 4-5 years old. Will assess with physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that device removal or replacement is planned, but no date of surgery was provided. They stated that the device was still in use, and it was unknown if the implant was at its end of service/normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient was  still having fecal leakage and that is what the ins is intended to treat. Pt clarified they have had a return of symptoms and stated they have stimulation at 8.5v and this is still occurring. Walked pt through checking therapy status and pt was initially getting poor communication that was resolved by positioning antenna on ins on call. Pt stated therapy was at 8.4v on program 3, but stated therapy was off. Walked pt through decreasing stimulation first and then turning on therapy. Pt turned on stim and increased stim to 5.8v on program 3 and stated they weren't feeling stimulation. Pt stated they have never felt stimulation. Reviewed therapy and stimulation expectations. . Pt stated this all started following the fall and stated they didn't have "any heavy symptoms" prior to that. Pt will monitor symptoms now that change was made and will follow up with hcp. Reviewed process for hcp to request rep at appt. If needed.  The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.